Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pca modules were removed from demo service due to bd plastipak 30ml syringe not being recognized by the module. Same syringe was recognized by a syringe pump on the same pcu immediately prior to being inserted into pca. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturing location. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that pca modules were removed from demo service due to bd plastipak 30ml syringe not being recognized by the modules was not confirmed with the information provided via email. No devices and syringe were returned for this investigation; therefore, inspection and testing could not be performed. A log analysis was not performed as there were no devices or logs returned for investigation. See bd alaris¿ system compatible disposables tip sheet for compatible disposables with pca. The syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. There was no patient involvement. Root cause: the root cause of the report that pca modules were removed from demo service due to bd plastipak 30ml syringe not being recognized by the modules was not determined as no devices and syringe were returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pca modules were removed from demo service due to bd plastipak 30ml syringe not being recognized by the module. Same syringe was recognized by a syringe pump on the same pcu immediately prior to being inserted into pca. There was no patient involvement.